Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet, the patient experienced hypoglycemia after a dinner meal announcement, with the device showing 45 mg/dl and a confirmatory fingerstick of 68 mg/dl; the event was associated with an incorrect meal size announcement and resulted in approximately one hour of low glucose, and education was provided on appropriate meal announcements with follow-up assigned for additional training. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose sources and no need for medical intervention or assistance. Investigation included product use review and user education by support staff. Investigation of this case revealed user technique related to meal announcement sizing as the likely contributor, with no alerts reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement accuracy and carbohydrate intake patterns.